Event description:
Patient had an oral gastric tube in place. It was noted after the patient's abdomen became distended that the tubing was connected to a high flow oxygen meter instead of a suction canister. The issue resolved when tubing was connected to the suction canister. Per customer, "upon review, due to the design of the suction tubing there is potential for incorrect connection to occur to oxygen flow meter."

Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Unfortunately, the complaint sample was not returned for investigation and the product catalog number was not available. Without the complaint sample, a comprehensive failure analysis was not possible. The lot number for the tubing was also not provided and without it we are unable to review the device history records to determine if any deviations took place during the manufacturing of this device. Based on the investigation and information provided, the root cause is determined to be misuse by customer. At this time, no corrective action will be implemented since the product was manufactured in accordance with applicable procedures. We will continue to monitor trends and utilize the information for continuous improvement.